Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(6).

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the atrial lead impedance had increased above the normal range and the atrial capture threshold was high. Programming changes were made. The patient was pending possible lead extraction. The patient was stable.

Event description:
New information received indicates the atrial lead was explanted. The patient was stable.

Event description:
New information received indicates the atrial lead was also explanted due to a fracture.

Manufacturer narrative:
The reported events were lead fracture, high capture threshold and high pacing lead impedance. As received, a complete lead was returned in two pieces (connector portion (a) measured 7.3 cm. The distal portion measured 47.6 cm). The reported event of high capture threshold was confirmed. One external insulation abrasion (noted 3.8 ¿ 4.4 cm from the connector pin) breaching outer insulation and exposing outer coil at the distal region of the lead. The cause of the reported event of high capture threshold was isolated to external abrasion consistent with friction to another device or feature of the heart. The reported event of lead fracture and high pacing lead impedance was not confirmed. X-ray inspection and electrical testing did not find any indication of conductor fractures.